Event description:
Nurse noted overfusion of heparin, when using IV infusion pump. Correct settings had been entered as verified by nursing and biomed staff. Biomed tested IV tubing and noted no defects in the setup or tubing.